Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic right hemihepatectomy, after firing, it was noted that a few staples formed with irregular shapes and the anastomotic site was oozing. Compression hemostasis was used to stop oozing. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information could be provided.